Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated the patient is asymptomatic and will be followed again in a month. The root cause of the clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement of 200 ohms. It was noted that the measurements had been low for some time. Threshold measurements had also been increasing and have doubled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating pacing impedance measurements have continued to be low and intermittently out of range and thresholds measurements are still increased on the right ventricular (rv) channel. A boston scientific technical services consultant also noted that the monitor only (mo) zone is programmed to 140bpm which is causing storage of ventricular tachycardia (vt) episodes that appear to be due to atrial fibrillation (af) with rapid ventricular response (rvr). The caller stated the programming was performed by the patient¿s electro physiologist and the patient is not there today. The consultant also reviewed an episode which displayed noise and atrial undersensing. Low p-waves were also observed. The consultant and the caller discussed programming options for this system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.